Event description:
During a retrospective complaint review, devilbiss healthcare identified a stationary oxygen concentrator with a complaint of "low o2." There was no report or evidence of illness, injury or medical treatment associated with the complaint. Devilbiss evaluated the unit and determined the root cause was a defective pc board.